Manufacturer narrative:
Cbas® heparin surface incorporates carmeda heparin manufactured from heparin sodium api, which is covalently bound to the device surface and is essentially non-eluting. H6 - code c19: review of device manufacturing record history confirmed device met pre-release specifications. H6 - code b20: the device remains implanted and was, therefore, not available for analysis. No images enabling direct assessment of product performance were returned for evaluation. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA.. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
The following was reported to gore: on (B)(6), 2025, a patient underwent a with a thoracoabdominal branch endoprosthesis (tambe) procedure. During the tambe procedure, several gore® viabahn® vbx balloon expandable endoprosthesis (vbx device) were implanted in the visceral arteries. It was reported two vbx devices were implanted in the superior mesenteric artery (sma) in an overlapped fashion. On (B)(6) 2025, the patient presented with what appeared to be an endoleak or perforation in the sma. An intervention was performed (B)(6) 2025. As reported, a previous balloon expandable stent in the sma may have caused the puncture. The physician was able to cannulate the sma portal and reline with implant of another vbx device.